Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Refill fell apart [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that when he/she brushed his/her teeth with an oral-b rechargeable toothbrush, version unknown, the oral-b crossaction power brushhead type 3733 fell apart. This was not the first time the consumer had used this particular version of brush head. No symptoms developed. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
05-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 01-mar-2018. Product return was received and investigated. Investigation results showed that the root cause of the complaint is wear caused by extended usage, or use of abrasive toothpaste, in combination with improper cleaning.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that when he/she brushed his/her teeth with an oral-b rechargeable toothbrush, version unknown, the oral-b crossaction power brushhead type 3733 fell apart. This was not the first time the consumer had used this particular version of brush head. No symptoms developed. Relevant history: none reported. No further information was provided.